Manufacturer narrative:
72400098. Do067007. Control pump fgs. Unk-m-72400161. Belt cuff fgs 4.5 cm.

Event description:
It was reported that patient developed a scrotal cyst for reasons not related to the implant. Physician was concerned with urethral erosion developing and decided to remove the implant and let the patient heal. All components of existing artificial urinary sphincter (aus) were explanted. No adverse patient effects.